Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular lead exhibiting noise oversensing. The lead also exhibited high impedance measurements. The lead was successfully capped and replaced on (B)(6) 2018. The patient was in stable condition before, during and post surgery.